Event description:
It was reported that the delivery sheath was broken. A 190 cm filterwire ez was selected for right carotid artery stent implantation procedure. During the procedure, it was noted that the device could not be deployed when it reached the lesion. However, the transparent section of the delivery sheath was broken when the device was withdrawn in the process of installation outside the patient. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Event description:
It was reported that the delivery sheath was broken. A 190 cm filterwire ez was selected for right carotid artery stent implantation procedure. During the procedure, it was noted that the device could not be deployed when it reached the lesion. However, the transparent section of the delivery sheath was broken when the device was withdrawn in the process of installation outside the patient. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. The original pouch was returned, and it was observed that the pouch information matches with the complaint information. The wire was exposed through the delivery sheath. Also, the spring tip was bent and stretched. No other issues were identified during the product analysis.